Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that they were attempting to use this device to pace a patient and the signal from the defibrillation electrodes kept cutting out. They swapped to another set of electrodes and the signal was still cutting out. They then switched to a backup device which resolved the issue. As a result, defibrillation therapy may have been delayed or unavailable, if it was needed. The customer advised physio-control that there were no adverse effects to the patient as a result of the reported issue. Physio-control contacted the customer to request additional information on the patient. The customer confirmed that there was no additional patient information available.